Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.